Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 35june2019. The manufacturer¿s field service support confirmed the report of power switch green led (light emitting diode) had illumination failure. The manufacturer¿s field service support replaced the power switch overlay to address the issue. Performed periodic preventive maintenance. No other abnormalities were confirmed. Unit was checked overall and passed the functional and run in tests.

Event description:
It was reported that the ventilator's green led power switch had illumination failure during preventative maintenance. No patient involvement.